Event description:
On (B)(6) 2013, the reporter contacted animas alleging intermittent power to the pump. The complaint is against the battery cap alone. The reporter stated that the battery cap was fully secure and the yellow o-ring was still visible. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.